Event description:
It was reported that this implantable pacemaker device was surgically explanted due to advisory or recall. New device was replaced. No additional adverse patient effects were reported.